Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was unsatisfied with stimulation. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included reprogramming. The patient complained of stimulation change when manipulating the device. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. The patient complained of intensity of stimulation when touching the device. Relevant medical history included non-malignant pain and failed back surgery syndrome